Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. Patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of noise, low pacing impedance, inadequate capture threshold, and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found damage to the outer insulation, outer coil, and inner insulation exposing the outer coil and inner coil consistent with clavicle crush forces. Electrical testing found an internal short due to the damage to lead at clavicle crush region. The reported events were isolated to the exposure of the outer coil and inner coil at the clavicle crush region.

Event description:
During an in-clinic follow up, increased pacing lead impedance, increased capture threshold and noise resulting in oversensing were observed on the right ventricular (rv) lead. The physician suspects insulation damage, although it was not confirmed. The device was reprogrammed to resolve the event until a lead revision procedure can be performed. The patient was stable and will continue to be monitored.